Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and slightly deformed. There was dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil] had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It was thought that the fracture most likely occurred during the revision procedure. Analysis was unable to confirm the field allegation of loss of capture.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture. A revision procedure was performed. When the physician was attempting to explant the lead, the helix would not retract. The lead was explanted and replaced. No additional adverse patient effects were reported.